Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv3929 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that on june 3th, the patient had repeated pain on the inner side of the right upper arm and thrombosis at the tip of the catheter during the use of the central venous catheter. Do not pull out the PICC catheter to prevent the thrombus from falling off. Suspend the infusion from the PICC and anticoagulant therapy.